Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged filters turning black, particles in airway from device and persistent cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black dots in the water chamber related to a CPAP device's sound abatement foam. The patient also alleged that the lower part of the lungs were collapsed and her finger nail has been turning blue from lack of oxygen, dry mouth, scratchy throat. The patient did not report any medical intervention for the reported events. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The external and internal aspect of the device was inspected and the manufacturer observed dust/dirt contamination on inside and outside of top and bottom enclosures, blower, blower box, blower bellow, front ui panel, rear panel, sd cover flip door, accessory module flip door and p4 power connector. Below the blower and inside bottom enclosure a dark discoloration was observed by the manufacturer. Liquid ingress was observed on the blower. A contaminate consistent with keratin was observed on the blower box. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code(error: err_psens_unable_to_obtain_bus). The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and a small amount dust contamination and keratin contamination was observed and are consistent with being from an external source. Section d8, d9, h2, h3 were updated in this report. Section h6, medical device problem code, type of investigation, investigation findings, investigation conclusions has been updated in this report.